Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report that she has had multiple surgeries on her catheter to try and fix the issue (drain complication encountered message), but issue still persist. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".